Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large white particle located in the venous port, was observed after opening package and before priming a poyflux 210h. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information added to h10. H10: two pictures were received and visually inspected. During the visual inspection of the provided pictures, a particle was visible inside the blood connection (venous connection). The blood cap was already on the dialysate connection (hansen connection). Due to the appearance of the particle and the position of the particle, a polyurethane residue can be excluded here. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During the visual inspection by naked eye of the product, a polyurethane residual was visible in the hansen connector. This can occur during the potting process and has no effect on specifications from the product master. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.